Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited elevated threshold measurements.

Event description:
Guidant (now boston scientific crm) received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited elevated threshold measurements. The patient was brought back to the electrophysiology laboratory and it was found that the setscrew was loose. The setscrew was tightened and threshold measurements returned to normal. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, the device was explanted due to normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.